Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the insulation on cautery tip was separating occurred inside the leg. Nothing fell into the patient leg a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 03/13/2020. An investigation was conducted on 06/09/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood with charred tissue was observed on the jaws. The heater wire was observed to be flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone on the jaws were observed to be intact. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was not confirmed but the analyzed failure "material twisted/bent wire" was confirmed. Specific actions for the analyzed failure mode ¿material twisted/bent" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the insulation on cautery tip was separating occurred inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that the insulation on cautery tip was separating occurred inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.